Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. Consumer sought medical treatment for an infection at the ear piercing site ten days later. At that time a small incision and drainage was performed and consumer was placed on oral antibiotics. Consumer was placed on a new oral antibiotic on three separate dates in the next month.